Event description:
"Situation: safe-t-centesis needle found to become stuck in the "sharp" position background: the safe-t-centesis needle is designed to become sharp when pressing against solid tissue then to retract to blunt when in free space decreasing risk of puncturing nearby organ. Assessment: the device is defective. Recommendation: would like to see if this is a "one off" or if other defective devices have been identified pointing to larger issue with the device itself."